Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection. Additionally, the patient was presented to emergency department with open pocket possibly due to early removal of sterile strips. There were no additional adverse patient effects reported. The crt-d device was explanted. Additional information from the company field representative indicated that the system was explanted due to infection on (B)(6) 2019 and not on (B)(6) 2019 as originally processed.

Manufacturer narrative:
This supplemental is being filed to capture the correct the explant date. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection. Additionally, the patient was presented to emergency department with open pocket possibly due to early removal of sterile strips. There were no additional adverse patient effects reported. The crt-d device was explanted.